Event description:
It was reported that there was an inability to interrogate a patient's deep brain stimulation implantable pulse generator (ipg) using multiple clinician tablets, as repeated attempts with five different tablets failed and the therapy application persistently displayed a "searching for device" message. The issue recurred, with the patient having experienced the same problem at a previous appointment and reporting that it began approximately two months prior. Despite software updates, feature code checks, and troubleshooting steps¿including powering devices off and on, using both wireless and hardwired connection methods, and updating the feature code¿no resolution was achieved. The patient was able to use their handset to connect and adjust therapy normally, and no patient harm or therapy interruption was reported. Agent sent email to engineers requesting they reach out to mdt rep to discuss further troubleshooting options prior to patient appointment. No patient complications have been reported as a result of this event. Additional information was received from manufacturing representative (rep). Rep reported that after a reset implant is able to connect with no issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.